Event description:
It was reported that the external pulse generator (epg) was dropped and the lower screen cracked. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the display lens was broken. It was also noted that the upper and lower cases were contaminated, the battery release and lead flex cover were contaminated, the ring cover and two side bail covers were broken, the ring was bent, the battery drawer was out of specification with the latch not functioning, and the encoder flex was out of specification and crimped.